Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump's act button was not functioning properly. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 236 mg/dl. Customer did not have the serial number available at the time of the call and stated that he would call back. The insulin pump was not replaced or returned for analysis.